Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. The reported difficult to remove could not be confirmed due to the operational context of the reported complaint. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. This is consistent with complaint details which state "it was indicated the oad fracture was probably due to impact against tight calcific plaque". Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 (code 1528 added) updated: b5, d9, g3, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply), h10.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a single vessel with acute occlusion of the proximal to mid right coronary artery (rca). The vessel was highly tortuous and severely calcified. A non-abbott guide wire was successfully advanced to the distal rca, restoring coronary flow, however the low-diameter unspecified balloons could not cross the lesion. Given the patient's clinical stability and symptom/electrocardiogram (ECG) improvement. A staged procedure was planned for advanced plaque modification. During the second procedure via left radial access, an al 0.75 6fr guide catheter was used. Two severe calcified stenoses were identified, one proximal and one mid-vessel, both with significant tortuosity. A viperwire guide wire was advanced to the distal posterior descending artery and the oad was used to treat the proximal lesion. Upon treating the mid-vessel lesion, after both antegrade and retrograde treatments, the oad driveshaft fractured during the retrograde treatment. The fractured component became entrapped. The viperwire spring tip fractured and remained in the distal posterior descending artery. A catheter extender and a snare were used to retrieve part of the fractured oad component. The viperwire fractured due to tension within the guide extender but was able to be fully recovered. A new guide wire was placed to secure the lumen, allowing for successful treatment with balloon angioplasty and implantation of two drug-eluting stents. Final imaging with intravascular ultrasound (ivus) confirmed a good procedural outcome. Additional information was received indicating patient anatomy contributed to the oad fractured component becoming stuck in-vivo. There was no tissue or plaque observed on the oad. The vessel diameter was estimated as 3.5 millimeters. It was indicated the oad fracture was probably due to impact against tight calcific plaque. All components were retrieved from the patient, and nothing remained in-vivo.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a single vessel with acute occlusion of the proximal to mid right coronary artery (rca). The vessel was highly tortuous and severely calcified. A non-abbott guide wire was successfully advanced to the distal rca, restoring coronary flow, however the low-diameter unspecified balloons could not cross the lesion. Given the patient's clinical stability and symptom/electrocardiogram (ECG) improvement. A staged procedure was planned for advanced plaque modification. During the second procedure via left radial access, an al 0.75 6fr guide catheter was used. Two severe calcified stenoses were identified, one proximal and one mid-vessel, both with significant tortuosity. A viperwire guide wire was advanced to the distal posterior descending artery and the oad was used to treat the proximal lesion. Upon treating the mid-vessel lesion, after both antegrade and retrograde treatments, the oad driveshaft fractured during the retrograde treatment. The fractured component became entrapped. The viperwire spring tip fractured and remained in the distal posterior descending artery. A catheter extender and a snare were used to retrieve part of the fractured oad component. The viperwire fractured due to tension within the guide extender but was able to be fully recovered. A new guide wire was placed to secure the lumen, allowing for successful treatment with balloon angioplasty and implantation of two drug-eluting stents. Final imaging with intravascular ultrasound (ivus) confirmed a good procedural outcome.